Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of chronic deep vein thrombosis (dvt) and bran metastasis. The filter was deployed via the patient's right internal jugular under ultrasound guidance using the seldinger technique. The filter was placed below the level of the renal veins. Computed tomography (CT) scans done approximately nine years and four months after the index procedure were evaluated ten years and one month after the index procedure. The evaluation revealed that the superior end of the filter was at the l1-l2 interspace. The ivc filter was not tilted. All the struts perforate the inferior vena cava (ivc). One (1) anterior strut perforates the ivc wall 4mm and contacts the bowel. One (1) anterior strut perforates the ivc wall 3mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. Two (2) posterior struts perforate the ivc wall 3mm and 4mm and contact the l2-l3 disc. One (1) lateral strut perforates the ivc wall 5mm and resides within the soft tissues. No fracture fragments are identified. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) and perforation of filter struts into organs. The patient became aware of the reported events approximately ten years and one month after the index procedure. The patient also experienced mental anguish from worrying about the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and perforation of filter struts into organs, approximately ten years and one month post implant. The patient also reported experiencing mental anguish from worrying about the filter. According to the medical record the patient had brain metastasis and was now unable to take coumadin for known chronic deep vein thrombosis (dvt). The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. A computed tomography (CT) scan was performed approximately nine years and four months post implant, reformatted coronal and sagittal images were submitted for additional review approximately ten months after the scan was performed. The results of the review noted that the filter was at the l1-l2 interspace and was not tilted. All the struts perforate the inferior vena cava (ivc) with some residing in soft tissues. No fracture fragments were observed. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported ivc and organ perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.